Event description:
This event occurred subsequent to a breast reduction study conducted by the MFR. Following breast reduction surgery on (B)(6) 2010, the pt was admitted to the emergency room on (B)(6) 2011 for aseptic meningitis. According to the emergency room report, it is believed that the pt "likely has developed viral meningitis as a result of a viral infection most likely in the gi tract."

Manufacturer narrative:
September 14, 2011: a review of clinical studies was conducted. This MDR filing is based on that review. Pt participating in a six-week breast reduction study conducted by the MFR was admitted to the emergency room three weeks after the conclusion of the study with spontaneous nausea, vomiting, diarrhea, diaphoresis and altered mental status. Pt was eventually diagnosed with "vial meningitis as a result of a viral infection most likely in the gi tract." Pt was admitted to progressive care unit for monitoring and treatment. The study physician informed the sponsor that the pt was doing fine.